Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock was red in color. The user's blood glucose level was 158 mg/dl. Reportedly, the user continued to use the cartridge.